Manufacturer narrative:
No questionable result was reported outside of the laboratory. The field service engineer checked the clinical chemistry module. He changed the gear pump head, adjusted the sample probes to the wash station and cuvettes, and cleaned the probes. Calibration and controls were run and passed within specification. No further issues were reported. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise 1800 module. The sample initially resulted in a na value of 152.1 mmol/l, which repeated as 145 mmol/l. The patient sample was then repeated on a second analyzer, resulting in a value of 143 mmol/l. It was asked but it is unknown if a questionable result was reported outside of the laboratory. The na electrode lot number and expiration date were requested, but not provided.